Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that the insulin pump was not delivering properly. The customer's blood glucose was over 1000 mg/dl at the time of incident. The customer's blood glucose was 475 mg/dl at the time of call. The customer's blood glucose was 490 mg/dl at the end of call. The customer's mother stated that they gave a manual injection to treat the blood glucose. The customer's mother performed fixed prime and the insulin did exit. The customer's mother stated that the infusion set was discarded. The insulin pump will not be returned for analysis.